Manufacturer narrative:
Damaged outer sheathing of the auxiliary power cord and malfunctioning main power cord.

Event description:
It was reported by service report that the power cord resistance was too high for the main power, and the outer insulation of the auxiliary cord was torn with no exposed bare wires. It is unk if there was pt involvement or adverse consequences to report.